Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been experiencing high blood glucose of 411 mg/dl and would like to troubleshoot the insulin pump. Troubleshooting found that pump was working as designed and customer was advised to monitor pump and blood glucose.